Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced discomfort, erosion and recurring incontinence with an artificial urinary sphincter (aus) leading to the cuff being explanted. There were no device malfunctions associated with the explanted device. Six months later, a replacement surgery was performed in which a new aus was implanted. The procedure had been planned as a transcorporal surgery but during the intervention it was noticed that the urethra had recovered, allowing a 4.5 cm component to be implanted. The patient is expected to have a full recovery following the procedure.